Event description:
The customer alleged that there was no audible alarm. The customer support engineer (cse) inspected the device and could not duplicate the alleged event. The cse replaced the alarm assembly as a precaution. The unit passed extended self testing. It is not verified that the alarm malfunctioned, and no malfunction may have occurred. This report is not admission by co that this device caused or contributed to the event alleged in this report.